Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that the cubie main 2.2 e1 lid was not opening. The fse manually opened the lid and repositioned the medications. The lid was then slow but opened reliably. The customer was advised to replace the cubie at their convenience. Proper operation was verified in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed and maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.